Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the device exhibited repeated line block alarms. The tubing had been clipped inside the belt clip. The device was replaced and the issue resolved. There was patient involvement, no injury was reported.

Manufacturer narrative:
This file is a retraction as the information provided by the customer do not describe a reportable malfunction. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.